Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section (2 caesarean sections) and uterine rupture. Concurrent conditions included obesity (((B)(6))). On (B)(6) 2015, the patient started essure. On (B)(6) 2017, 640 days after starting essure, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced asthenia ("asthenia") and muscle fatigue ("muscle fatigue"). The patient was treated with surgery (device removed at the patient's request (laparoscopy and salpingectomy were performed)). Essure was withdrawn. At the time of the report, the medical device removal, asthenia and muscle fatigue outcome was unknown. The reporter provided no causality assessment for medical device removal, asthenia and muscle fatigue with essure. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) removed at her request, approximately 2 years after insertion. Laparoscopic salpingectomy was performed. This event is anticipated in the reference safety information for essure. Causality with the medical device removal cannot be excluded. Hence, the case was regarded as incident. Non-serious events asthenia and muscle fatigue were also reported, and assessed as unrelated to the device. A product technical analysis and further information are expected.

Manufacturer narrative:
Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc on (B)(6) 2017: despite several requests, no further information could be obtained from reporter. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) removed at her request, approximately 2 years after insertion. Laparoscopic salpingectomy was performed. This event is anticipated in the reference safety information for essure. Causality with the medical device removal cannot be excluded. Hence, the case was regarded as incident. Non-serious events asthenia and muscle fatigue were also reported, and assessed as unrelated to the device. A product quality defect could not be confirmed but is considered plausible. Despite several requests, no further information could be obtained.